Event description:
Customer claims the unit will start to alarm and then it stops alarming, this happens in any mode. There is no visible damage to the alarm case. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the alarm does sound for a short time and then it does not sound. The alarm has a small chip near the battery door. (B) (4).